Event description:
The user facility reported the pt's iris was injured during a procedure using the e0499 30 air injection cannula. Add'l info received from the user facility stated the cannula was used with a syringe to inject lodocaine. The facility stated that significant force was required to inject the lidocaine into the eye. The iris of the pt was damaged during the injection process. A second procedure was performed on (B)(6) 2015 to repair the pt's iris.

Manufacturer narrative:
There will be no product return. The return of the product was requested; however the facility discarded the product.